Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional injecting a patient in the chin with 0.8 cc of juvéderm® voluma¿ xc and in the lip with 0.7 cc of juvéderm® ultra. The patient experienced a ¿possible occlusion¿ at the injection site the next day. Patient was treated with 6 vials of hylenex, 3 in the chin and 3 in the lips. The next day, the patient was treated with 2 vials of hylenex, 1 in the chin and 1 in the lips. The event resolved that day with no permanent damaged. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00166 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.